Event description:
Critical enteral feeding sets outage. (Https://www.cardinalhealth.com/en/product-solutions/medical/enteral-feeding/kangaroo-epump-enteral-feeding-pump.html). Cardinal health has an extended outage of enteral feeding pump sets. We have made as many adaptions as possible and are to the point where (B)(6) university medical center will be required to rinse and reuse feeding sets (bags/spike sets) for the many of our intubated and enteral supported covid+ patients. We can find no other source for these sets used for nutrition support, our rns will have even more exposure risk. FDA safety report ID# (B)(4).